Event description:
Report 1 of 2: it was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of samples exhibit poor plasma after processing and samples are being rejected by their automated system.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of samples exhibit poor plasma after processing and samples are being rejected by their automated system.

Manufacturer narrative:
Investigation summary: bd received one video for investigation, which shows the customer's indicated failure mode of poor plasma. A total of 90 retained samples from lot 4137990 and 100 retained samples from lot 4222831 were inspected, with no issues identified. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor plasma. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.